Event description:
Customer reportedly received results of 335 mg/dl on his meter and 140 mg/dl on his physician's meter within 10 minutes. No high blood symptoms reported. No actions were taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.